Manufacturer narrative:
The explanted devices will not be returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that a patient's precision system was explanted. The patient's weight loss caused the ipg to be painful. The patient was reportedly doing well following the explant procedure.